Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer's blood glucose value was 120 mg/dl at the time of incident then went to 54 mg/dl. Customer reported they have to call emergency services for his low blood glucose and he works at a hospital but did not have to go to the emergency room. Customer also stated that he has not filled out from for the new transmitter. The devices will not be returned for analysis.